Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was a molding defect in the stopper closure resulting in no negative pressure in one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: g.1: PMA / 510(k)# bk050036 investigation summary: bd received one photo for investigation. The evaluation of the photo does not showcase evidence of no fill or stopper molding defects. A total of 20 retained samples underwent functional tests, and it was determined that all these tubes were within specification. Additionally, 100 retained samples were visually examined, and no stopper defects were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: defective stopper molding and no fill/no vacuum. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was a molding defect in the stopper closure resulting in no negative pressure in one device. No adverse impact was reported regarding the patient or user.